Manufacturer narrative:
Concomitant medical devices: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1998, product type: extension. Product ID: 74001, lot# n367980, implanted: (B)(6) 2014, product type: adapter. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3550-29, lot# n495722, implanted: (B)(6) 2014, product type: accessory. Product ID: 3998, lot# l56766, implanted: (B)(6), product type: lead. (B)(4).

Event description:
It was reported that high impedances were observed on the patient¿s implantable neurostimulator (ins) on the day of report. Specifically, impedance values of 17,000 were measured on pairs with electrode 0 while electrodes 1, 2, and 3 had values of approximately 1000. Electrode 0 was programmed as 1-, 1-, and 2+ since december. Longevity calculation of the ins was performed, and based on the following settings: 1 program, bipole electrodes, 450 us, 30 hz, 4.5 volts, 707 ohms, a value of 39 months was reported. The cause of the high impedances was not determined and no further interventions or actions were taken for the issue. The patient was reported as doing well and receiving effective therapy. Should additional information be received a supplemental report will be filed.